Manufacturer narrative:
This report is filed on february 09, 2018.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2017 due to a non-device related medical condition. There are no plans to re-implant the patient with a new device.